Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice automated pd set with cassette was difficult to connect with the female connector; further described as ¿patient line not fitting the tubing." This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.